Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely depressed sodium (na) and calcium (ca) results on two patients. The results provided were: on (B)(6) 2019 (B)(6) na = 112 / repeat = 144mmol/l (normal range 135-145mmol/l); (B)(6) na = 108 / 138mmol/l / ca = 5.2 / 9.6mg/dl. Initial results were reported out from the lab, so the customer sent amended reports to the physicians. There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the abbott field service representative (fsr) found an internally clogged dryer tip nozzle leading to incomplete removal of water from cuvettes. The nozzle, dry (part 2-89271-03) was replaced which resolved the issue. There were no additional discrepant results generated on the architect c8000, serial number (B)(4), after the nozzle was replaced. Return testing was not completed as returns were not available. A review of the instrument service history revealed no additional erratic or discrepant results reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of architect c8000 platform found no systemic issues or trends for erratic/discrepant results. A review of historical data for the nozzle part found no trends or systemic issues. A review of the architect system operations manual and the architect c8000 service and support manual provides adequate information, troubleshooting, and maintenance concerning erratic / discrepant results. This includes, but is not limited to, replacement of the cuvette washer dry nozzle by the fsr. Based on the investigation no product deficiency was identified for either the architect c8000, serial number c802847, or the nozzle, dry (part 2-89271-03).